Event description:
It was reported that the lead was replaced. During the surgery the surgeon did not observe any obvious lead fractures and the explanted lead was discarded following the surgery. Diagnostic testing of the new lead and the generator were ok.

Event description:
It was reported that the generator was interrogate during pre-op for a generator replacement when a high impedance warning message was observed. The generator was replaced and a diagnostic test was performed on the new generator. High impedance was seen on the new generator which indicated that there was an issue with the lead. The new generator was left implanted with the existing lead. The surgeon intended to refer the patient for x-rays to evaluate the lead. The explanted generator has not been received to date. No other surgical interventions are known to have occurred to date.

Event description:
It was reported that the generator was discarded following the surgery. No further surgical interventions are known to have occurred to date.